Event description:
The patient received two aortic connectors during a triple CABG procedure, one to the first diagonal artery and the other to the right coronary artery. The patient had a history of stroke, hypertension, atrial fibrillation, permanent pacemaker placement, peripheral vascular disease, hyperthyroidism, and abdominal aortic aneurysm. It was reported the patient was taking anticoagulants as prescribed and their inr was 1.4. According to trhe discharge summary, the patient experienced right arm and leg weakness on the third post-operative day. The patient's family also reported the patient had experienced a change in speech on the first post-operative day that worsened by morning of the next day. Head CT showed an "old" cerebral infarct and no evidence of bleeding. The patient was then returned to the ICU and became progressively unstable with a decline in blood pressure despite the administration of dopamine. The patient was also noted to be "quite distended" and a "large amount" of "dark" drainage appeared following nasogastric tube placement. The patient's electrolytes and liver function tests were noted to be "grossly abnormal" and, due to their history, an abdominal aneurysm was considered a potential complication. During placement of a swan-ganz catheter, the patient went to cardiac arrest and required CPR. Abdominal CT showed a 4 cm aneurysm with no evidence of leaking. The patient's pressure continued to drop and pt subsequently expired. According to the death certificate, the cause of death was determined to be stroke and arteriosclerosis with contributing coronary artery disease and atrial fibrillation. An autopsy was not performed and the connectors remain implanted. It was reported the surgeon did not believe the connectors contributed to the patient's death.